Manufacturer narrative:
Concomitant products: product ID 97791, serial# unknown, product type accessory; product ID 97792, serial# unknown, product type accessory; product ID neu_ens_stimulator, serial# unknown, product type external neurostimulator; product ID neu_unknown_prog, serial# unknown, product type programmer, physician; product ID neu_unknown, serial# unknown, product type unknown; product ID 97791, serial# unknown, product type accessory; product ID 97792, serial# unknown, product type accessory. (B)(4).

Event description:
It was reported that the during the procedure to implant the trial lead, after deploying the anchor, the lead was stuck in the deployment tool. It was noted that they "may have to take the lead out to resolve the issue." The issue was not resolved at the end of the call. Additional information received the following day reported that they were able to remove the defective anchor and put a new one on. The patient was reportedly doing "great!" The manufacturer's representative would like to send the "defective anchor back." Additional information received four days later reported that the issue was resolved by the time the manufacturer's representative "got back, they removed the tool/anchor." It was noted the lead was not replaced as they were able to get it out of the tool somehow. Additional information received on the same day reported that the anchor malfunctioned in that it would not deploy. If additional information is received, a supplemental report will be filed.